Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had a heavily calcified anatomy with an annular perimeter of 66 millimeters (mm), small sinus of valsalva's (sov), and low left main coronary artery. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic balloon. Upon the first deployment attempt, the implant depth was low, and the valve was subsequently recaptured. Upon the second deployment attempt, the valve appeared constrained with a possible infold; however, the patient experienced "torrential" aortic insufficiency. Subsequently, the valve was recaptured and pulled back to allow the patient to recover. The patient's diastolic blood pressure dropped to 15 millimeters of mercury (mm hg), and cardiopulmonary resuscitation (CPR) was performed. Additionally, the patient went into ventricular tachycardia (v-tach)/ventricular fibrillation a couple of times and required defibrillation. Subsequently, a new valve and new delivery catheter system (dcs) were opened. The new valve was implanted at an optimal implant depth and appeared "misaligned." Following the implant of the valve, the aortic insufficiency persisted and the coronary arteries were not "filling." The left main artery and circumflex were filling; however, the left anterior descending (lad) artery was "down." A post-implant bav was performed to address the aortic insufficiency which slightly improved. CPR was continued and an attempt was made to cannulate the patient; however, the patient died. Per the physician, it was suspected that "something" embolized into the coronaries that may have contributed to the death.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (second paragraph) and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, the patient had a heavily calcified anatomy with an annular perimeter of 66 millimeters (mm), small sinus of valsalva's (sov), and low left main coronary artery. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm non-medtronic (true flow) balloon. Upon the first deployment attempt, the implant depth was low, and the valve was subsequently recaptured. Upon the second deployment attempt, the valve appeared constrained with a possible infold; however, the patient experienced "torrential" aortic insufficiency. Subsequently, the valve was recaptured and pulled back to allow the patient to recover. The patient's diastolic blood pressure dropped to 15 millimeters of mercury (mm hg), and cardiopulmonary resuscitation (CPR) was performed. Additionally, the patient went into ventricular tachycardia (v-tach)/ventricular fibrillation a couple of times and required defibrillation. Subsequently, a new valve and new delivery catheter system (dcs) were opened. The new valve was implanted at an optimal implant depth and appeared "misaligned." Following the implant of the valve, the aortic insufficiency persisted and the coronary arteries were not "filling." The left main artery and circumflex were filling; however, the left anterior descending (lad) artery was "down." A post-implant bav was performed to address the aortic insufficiency which slightly improved. CPR was continued and an attempt was made to cannulate the patient; however, the patient died. Per the physician, it was suspected that "something" embolized into the coronaries that may have contributed to the death. Additional information was received indicating that a misload was not identified during loading of the first valve. According to the physician, the patient's heavy leaflet and left ventricular outflow tract (lvot) calcium were contributing factors to the expansion issue and infold. The "torrential" aortic insufficiency that occurred following the second deployment attempt of the first valve was clarified to be severe central regurgitation. The aortic insufficiency that ensued after the implant of the second valve was confirmed to be paravalvular leak. It was clarified that the term "misaligned" meant the implanted valve's commissure was likely near the coronary ostia, which made it challenging to engage the coronary. The patient's pre-case workup showed no evidence of coronary artery disease. It is unknown whether the first dcs dislodged calcium or plaque into the coronaries. The implanted valve did not dislodge and occlude the coronary ostia, and it is considered unlikely that the second dcs dislodged calcific debris into the coronaries as the issue occurred prior to the insertion of the second system. The cause of death is unknown but possibly due to coronary embolism, according to the physician.